Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to secure the mesh and fasteners fell into abdomen of the patient. The sample is unavailable for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note, the date of event (15-dec-2025) is considered to be the best estimate. This emdr represents the event 4. Additional emdrs were submitted to represent each event. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, sorbafix staples fail to attach and fall back into the abdomen. The prosthesis is therefore not fixed against the wall. Delay in operation. Another device was used to complete the procedure. There was no patient harm or injury.